Manufacturer narrative:
This is a follow-up submission to update the event details in b5.

Event description:
It was reported during a procedure the surgeon requested a two-hole stainless steel plate with two ar-8925ss syndesmosis tightrope xp's. The rep reported the insertion of the plate and first ar-8925ss went flawlessly. However, the second ar-8925ss (lot: 10448974) was inserted into the proximal hole and pulled through the cortex on the medial side of the tibia. Believing it could have been a possible user error, the surgeon asked for a third tightrope which produced the same result. Additional information received on 03/16/2020: the procedure taking place was a syndesmosis repair. The two-hole plate used was ar-8958-01s (lot: 10297678). After the two tightrope xps pulled through the medial cortex, the surgeon decided to place a 3.5 locking screw within the second hole of the two-hole plate to strengthen the construct. A total of three ar-8925ss (lot: 10448974) pulled through during the procedure. The rep reported no piece broke off from the tightropes. Due to the button breaking through the cortex on the medial side, the only way to retrieve the button was to make an additional incision on the medial side. The surgery was a primary procedure to repair an unstable sydesmotic joint. The patient had no prior fractures or surgeries performed. No portion of the complaint devices are available to return for evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the surgeon requested a two-hole stainless steel plate with two ar-8925ss syndesmosis tightrope xp's. The rep reported the insertion of the plate and first ar-8925ss went flawlessly. However, the second ar-8925ss (lot: 10448974) was inserted into the proximal hole and pulled through the cortex on the medial side of the tibia. Believing it could have been a possible user error, the surgeon asked for a third tightrope which produced the same result.